Manufacturer narrative:
On 30-may-2023, the following additional information was obtained: the sureform 60 stapler instrument has been received and investigations completed. Failure analysis investigations confirmed the customer reported complaint. The instrument was used at the site on (B)(6) 2023 using system (B)(6). Logs showed 3 firing failures due to tissue thickness. Thermal damage was observed on the chassis and back-end of the stapler. The chassis was found to be warped and distorted. The instrument was placed on system but could not be installed, resulting in recognition failures. No further functional testing could be performed. The green sureform 60 reload has been received incidentally and investigations completed on 30-may-2023. Failure analysis investigations did not observe physical damage with the reload. The reload has not been fired at all. No pushers of the staples were found at the bed surface of the cartridge. Reload knife was still concealed at the proximal end of the cartridge. Review of the system log was completed, and no related system errors were observed. Review of the advanced stapler instrument log showed the stapler was installed on the system (B)(6) three times and fired 3 reloads (3 green). On each of the 3 installs, the first clamp was successful, but was followed by a firing failure. On the first fire, the firing stopped at about 49% completion after a duration of about 45 seconds. On the second fire, the firing stopped at about 48% completion, after a duration of about 45 seconds. Lastly, on the third fire, the firing stopped at about 48% completion after a duration of about 45 seconds. There were no incompletion clamps, or incomplete unclamps by this instrument. The instrument was removed and not used again in the procedure. There were no stapler related errors in the system logs.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. Review of the system log was not completed since there is insufficient or unconfirmed product/event information. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, the sureform 60 stapler experienced an uneven cut. The issue occurred during gastric stapling. The sureform 60 stapler did not complete its stapling or its cut, resulting in an uneven cut and a risk for staple line leak. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the sureform 60 stapler experienced an uneven cut. The issue occurred during gastric stapling. The sureform 60 stapler did not complete its stapling or its cut, resulting in an uneven cut and a risk for staple line leak. An insignificant delay in the procedure was noted. A backup instrument was used. One of the staplers was retained. The patient¿s current status is unknown.

Manufacturer narrative:
On (B)(6) 2023, the following additional information about the reported event was obtained: the green sureform 60 reload ((B)(6)) was received and investigations were completed. Failure analysis investigations confirmed and replicated the customer reported complaint. The reload was found to have the knife exposed within the knife track and was partially fired. The reload was found to have a firing failure based on log review. Additionally, the reload was disassembled in-house for inspection. The reload was found to have cartridge damage along the knife track. No material appeared to be missing. The reload was found to have a damaged blade, which exhibited mechanical indentations. The green sureform 60 reload (RMA 301122360020) was received and investigations were completed. Failure analysis investigations confirmed and replicated the customer reported complaint. The reload was found to have the knife exposed within the knife track and was partially fire. The reload was found to have a firing failure based on log review. Additionally, the reload was disassembled in-house for inspection. The reload was found to have cartridge damage along the knife track. No material appeared to be missing. The reload was found to have a damaged blade, which exhibited mechanical indentations. A blade exposed icon and message will appear if the firing sequence is interrupted. The cause of the exposed component can typically be attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. Reload damage is typically attributed to high firing torques, which can result from firing on challenging tissue (e.g., tissue condition) or hard objects (e.g., staples).

Event description:
Refer to h10/h11 for follow-up information.